Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins) for the treatment of bladder issues. The reason for call was the patient reported in april their interstim implant moved laterally and patient had to have the system replaced on (B)(6) 2022. The circumstances that led to the reported issue are unknown.

Manufacturer narrative:
Date of event: date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.